Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the fa 16 may 06 letter.

Event description:
Customer reported receiving an error-4 message during strip insertion. While assisting the customer to re-set, the device it was discovered the locked meter was now unlocked with the uom selectable. There was no report of death, serious injury, or mistreatment.